Event description:
The pt experienced a decrease in efficacy with spasticity in (B)(6) 2010. The pt underwent catheter exploration/revision surgery on (B)(6) 2010. When the sc connector was removed from the pump and inspected, the physician discovered a yellow, sticky substance on the inner and outer portion of the sutureless connector. Csf (cerebrospinal fluid) flow was very sluggish. Once the substance was removed, the connector cleaned and reconnected, the csf flow appeared normal. It was unclear whether the decreased efficacy was related to the catheter issue. The pt was "doing fine." The pt's dose of lioresal remained at 390 mcg/day of 2000 mcg/ml concentration. See MFR report 6000030200704406 regarding the first catheter revision.

Manufacturer narrative:
(B)(4).